Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that during procedure, the coil prematurely detached inside the microcatheter. Using the coil delivery wire, the physician was able to push the coil into the aneurysm. There were no clinical consequences to the patient.